Event description:
It was reported that the patient received inadequate shocks. Upon investigation, the right ventricular (rv) lead was found to be dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Patient was admitted to the hospital after receiving inappropriate shocks. Upon investigation, episodes of oversensing were observed on the right ventricular (rv) lead. Rv lead dislodgement due to twiddler's syndrome was found to be the cause of the event. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.